Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was hospitalized due to high blood glucose as the infusion set's cannula was kinked. The patient stated, she was not feeling well and when she checked her blood glucose it was high. The patient's blood glucose level was 511 mg/dl at the time of hospitalization. The patient was still in the hospital at the time of this report and it had already been 2 days. No further information available.